Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Multiple short circuits were detected due to a tear in the shaft material under electrode ring 3. Evidence of electrode ring 3 displacement was noted, consistent with the tear in the shaft material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the short circuit was due to the tear in the shaft material and the displaced electrode ring 3 is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.